Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26303. It was reported the patient is no longer receiving effective stimulation. The patient reports she was doing yoga and experienced a sudden loss of stimulation. X-rays were taken and one lead has migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.